Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a latissimus dorsi flap reconstruction due to a cancerous tumor in (B)(6) 2013 and a drain was inserted post operatively. After the drain was removed, the patient developed nodules, itching, and discomfort at the site. The patient will undergo surgery at a future date to remove the nodules. Additional information has been requested.